Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the rep, after several months a certas inline valve became obstructed and was revised.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when the valve was received was at setting 4. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; no occlusions were noted. The valve was leak tested; only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed the test. The siphon guard was tested and passed. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed. The original lot number provided was incorrect, therefore the report has been updated to reflect unknown lot number. A search for relative complaint for the same issue with the same product code and lot number was not possible as the lot number was unknown. Review of the history device records was not possible as the lot number was unknown. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.